Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump powered off despite multiple battery changes. Her blood glucose was unk at the time of reporting. She is being sent a replacement battery cap, and was advised to continue monitoring the insulin pump's performance. No equipment was returned. No additional info was reported.